Manufacturer narrative:
Firstly, it should be noted that the product was not sent in for examination until 8 months after explantation. Due to this delay, the results of the investigation may be not meaningful. Nevertheless, the shunt system was investigated. Investigation: visual inspection during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test some particles and bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav does not operate within the accepted tolerance in the horizontal position. The shuntassistant operates within the specified tolerances in the vertical position. An accelerated outflow of progav could be determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Summary of the investigation result: based on our test results, we can determine an accelerated outflow at the progav valve. The visible deposits in the valve are the cause of the change in flow rate. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. In addition, visible deposits were determined in the shuntassistant. The deposits had no effect on the specifications at the time of testing.

Event description:
It was reported that a progav shuntsystem (#fv425t) was implanted during a procedure performed on (B)(6)2019. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 22 years height: 164 cm weight: 46 kg gender: male